Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted at the syringe during air removal after insertion of the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). The faradrive dilator, farawave and starter were inside the sheath prior to, and/or at the time, the air was observed. Syringe pump and telfusion 38 were used for the irrigation of sheath. The guidewire was at the tip of the farawave.no patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted at the syringe during air removal after insertion of the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). The faradrive dilator, farawave and starter were inside the sheath prior to, and/or at the time, the air was observed. Syringe pump and telfusion 38 were used for the irrigation of sheath. The guidewire was at the tip of the farawave. No patient complications have been reported. The product is expected to be returned.